Event description:
In the process of contacting the pt's physician to notify him that the pt's device may be nearing end of service, it was discovered that the pt had passed away. Cause and date of death are not known at this time. It was reported that the pt had moved out of the country. Investigation to date has been unable to determine whether the pt died in the u.s. Or in country, where they had reportedly moved to. There is no evidence at this time that the ncp system caused or contributed to the reported event.